Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-5301-0 - micropore-surgical tape 1x10yds. Advised that she is allergic to paper tape. Tape makes skin itch and turn red. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).